Event description:
The tibial insert was found to have too much rotatory instability after it was seated in the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the examiantion results, although inconclusive in the absence of the event baseplate, suggest that this event is related to tolerance variations and extremes.